Event description:
It was reported "quite a time after the procedure" that the surgeon had seen metal shavings coming out of a device. No pt injury was reported. It was not specified whether the shavings occurred while the device was inside the pt. The device was not saved. Add'l info was requested, but no add'l info was available. A f/u report will be sent of add'l info is received.

Manufacturer narrative:
The device was not returned to the MFR and was reported to be discarded.